Event description:
It was reported that during the procedure, while advancing a 3.0x23 rx xience prime stent delivery system (sds) over a balance middleweight (bmw) guide wire, from the left main (lm) coronary artery to the mid left anterior descending (lad) coronary artery, the xience prime failed to cross as resistance was felt, but no force was applied. The xience prime failed to cross the lesion due to the presence of calcification. During withdrawal of the rx xience prime, it was noted that the stent had dislodged and was left inside of the proximal lad, protruding into the lm artery. The dislodged stent was retrieved via an unspecified wire technique and the target lesion was treated via plain old balloon angioplasty. While the patient is reportedly stable with no reported adverse patient sequelae, a clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received, however, the investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.